Manufacturer narrative:
The investigation determined the last calibration was performed on 05-aug-2021 and was acceptable. The qc recovery was requested but not provided. The alarm trace does not contain a conspicuous event. The field service engineer (fse) found the customer had left the sample positioning plate in the upright position causing the sample probe to crash into it and become misaligned. The fse adjusted the sample probe positions, cleaned the probe, replaced the wash solution, and performed precision testing. The customer ran calibration and qc which was acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result for one patient sample with the cobas e 411 immunoassay analyzer. The initial result was <0.5 pg/ml with a data flag. This result was reported outside the laboratory. The repeated result was 2209 pg/ml. This result was deemed correct. The second repeated result was 2174 pg/ml. The reagent lot number was 00503901 with an expiration date of 31-oct-2021.